Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration and st segment elevation occurred. Vascular access was obtained via the radial artery. The 12x3.5mm, de novo target lesion was located in the left main (lm) artery. A 3.50x12mm promus element¿ plus drug-eluting stent was advanced and deployed which was well apposed to the lesion. However, after stent deployment, the stent floated to the diagonal artery. Subsequently, the patient experienced st segment elevation and it was managed by the physician using a snaring device to pull the stent out from the artery. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent had been deployed during procedure and explanted. It was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire length with struts distorted and stretched. As the stent delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The damage to the stent most likely occurred during attempts to explant the device with the aid of a snare. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent migration and st segment elevation occurred. Vascular access was obtained via the radial artery. The 12x3.5mm, de novo target lesion was located in the left main (lm) artery. A 3.50x12mm promus element¿ plus drug-eluting stent was advanced and deployed which was well apposed to the lesion. However, after stent deployment, the stent floated to the diagonal artery. Subsequently, the patient experienced st segment elevation and it was managed by the physician using a snaring device to pull the stent out from the artery. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.